Manufacturer narrative:
An event regarding an alleged disassembly issue involving a restoration modular body/stem separator was reported. The event was confirmed. Method & results: device evaluation and results: the devices were returned in used condition. The three jaws of the collet were twisted and damaged. The collet could not be disassembled from the puller. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: no other events were reported for the lot indicated. Conclusions: because the collet could not be disassembled from the puller, it was not possible to examine the threads for evidence of galling or damage. Therefore, the exact cause of the event could not be determined. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Body/stem separator instrument collect and puller part of this instrument would not disengage (unscrew) during surgery after separating stem from body.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Body/stem separator instrument collect and puller part of this instrument would not disengage (unscrew) during surgery after separating stem from body.